Manufacturer narrative:
The reporter's meter and strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 4.1 ¿ 6.8 inr): qc 1: 4.9 inr, qc 2: 4.9 inr, qc 3: 4.8 inr. The obtained qc values were in the allowed range of the used combination strip lot: qc lot. All measurements were without error messages.

Event description:
There was an allegation of a questionable result from coaguchek inrange meter serial number (B)(4). From the meter memory: the result at 9:48 am was >6.0 inr. The customer washed her hands and used a new finger. The result at 9:53 am was 4.0 inr. The result at 9:55 am was 3.3 inr. The result at 10:00 am was 4.1 inr. The customer held the warfarin dose for two days. The customer had spinach and broccoli on the day of the event. The therapeutic range was 2.0-3.0 inr and the customer tests once every two weeks.

Manufacturer narrative:
The customer stated prior to the initial test, she did not wash her hands and she had just put on some skin care product that has enzymes to exfoliate the skin. The date was not set correctly on the meter. The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Initial reporter occupation was patient/consumer.